Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter had developed a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call to the patient. The patient stated that the alleged product issues began on (B)(6) 2017, 6:00pm. The patient stated that she oral medication diet and exercise to manage her diabetes and made no change to her usual diabetes management routine due to the alleged product issue. She reported that on an unspecified time after the alleged product issue began she developed the symptoms of tired, grouchy, sleepy and slurred speech which she associated with a low blood glucose excursion as she was unable to test. The patient reported that she self-treated with food/drink ¿grapefruit juice¿. She stated that on (B)(6) 2017, 8:02 pm, she obtained a blood glucose result of 67mg/dl on another meter (onetouch ultra 2). At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient pressed the power button or inserted a new test strip the meter did power on. Based on the information provided, the cca confirmed that the battery did not need to be replaced. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began. The symptoms and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore, it cannot be ruled out that the meter did not cause or contribute to the alleged event.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.